Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The breach in aseptic technique was further described as poor hand washing. It was not reported if the patient was hospitalized. On the same day as the event onset, the patient started treatment with cefazolin (intraperitoneally, 2g per day, for 13 days), ceftazidime (intraperitoneally, 2g per day, for four days), and bactrim (orally, 1 tablet every 12 hours, for 18 days, dose not reported) for peritonitis. Also that same day, the patient was retrained on proper aseptic technique. Thirty eight days after the event, while the patient was recovering, the patient experienced recurrent peritonitis manifested by abdominal pain and cloudy effluent. The cause of the event was again a breach in aseptic technique, further reported as poor hand washing. It was not reported if the patient was hospitalized. On the same day as onset of the recurrent peritonitis, the patient was restarted on cefazolin (intraperitoneally, 2 g per day, for four days), ceftazidime (intraperitoneally, 2 g per day, for four days), bactrim (orally, 1 tablet every 12 hours; dose and duration not reported), and fluconazole (orally, 50 mg per day, duration not reported) for peritonitis. Four days after the start of therapy, the patient was started on vancomycin (intraperitoneally, 2 g every 3 days, duration not reported) for peritonitis. The patient had not yet been retrained on proper aseptic technique. Action take with therapy was not reported. The outcome of the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: sixty days after the event onset, vancomycin, bactrim, and fluconazole were discontinued. The same day, the patient was re-trained on proper aseptic technique and was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.